Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter- customer (person): postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a 73-year-old male patient experienced an abdominal aortic aneurysm rupture due to a type 1 endoleak that originated from the zenith flex aaa endovascular graft bifurcated main body. The patient underwent an endovascular aortic aneurysm repair (evar) procedure on (B)(6) 2011, in which tffb-28-82-zt, tfle-10-105-zt and tfle-18-39-zt grafts were placed. Follow up examinations with non-contrast x-ray CT were conducted annually following implantation. On (B)(6) 2022, the patient was emergently taken to another facility. A rupture of the abdominal aortic aneurysm, with a proximal type 1 endoleak in the main body graft and a distal type 1 endoleak in the left iliac graft leg, were discovered. The proximal neck shape was described as parallel with a diameter of 30mm. The physician confirmed that there was a 14mm distance from the lower renal artery to the proximal edge of the previously placed main body. As a result, a zlbe-32-45 was placed on the right below the renal artery to treat the proximal type 1 endoleak; however, the endoleak did not resolve. A coil and n-butyl-2-cyanoacrylate (nbca) glue embolization was performed and the proximal type 1 endoleak was then resolved. A zisl-11-79 graft was placed to treat the distal type 1 endoleak in the left common iliac artery. The left internal iliac artery was embolized using a vascular plug. It was then confirmed that the distal type 1 endoleak was resolved and the procedure was completed successfully. The patient was reported to have been doing "fine" after the procedure. This report captures the occurrence of a proximal type 1 endoleak in the man body graft. The distal type 1endoleak occurring in the left iliac graft leg is referenced in a report with the patient identifier: (B)(6). Additional information regarding event details has been requested, but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
. Investigation ¿ evaluation. (B)(6) hospital informed cook on (B)(6) 2022 of an incident involving a zenith flex aaa endovascular graft bifurcated main body (tffb-28-82-zt), lot unknown. The 73-year-old male patient underwent an endovascular aneurysm repair (evar) procedure on (B)(6) 2011 at (B)(6) hospital. The devices implanted during the procedure included a tffb-28-82-zt, tfle-10-105-zt and a tfle-18-39-zt, all with unknown lots. After the procedure, annual follow-up examines were also completed at (B)(6) hospital. On (B)(6) 2022 the patient was taken emergently to (B)(6) hospital. An exam was completed, and a rupture of the abdominal aortic aneurysm (aaa) was found. The exam revealed a type 1a endoleak proximally as well as a distal type 1b endoleak in the left limb. The proximal neck shape was parallel, and the diameter was 30 mm. The physician confirmed that there was 14 mm distance from the lower renal artery to the proximal edge of the previously placed main body (tffb-28-82-zt). Because of this, the physician made the decision to place a zlbe-32-45 below the renal artery to treat the proximal type 1a endoleak. The endoleak did not resolve. Therefore, embolization was completed using a coil and nbca (n-butyl-2-cyanoacrylate which is a type a glue with vascular application) between the stent and the vessel wall, and the endoleak was resolved. This investigation, MDR # 1820334-2022-01503 will focus on the proximal type 1a endoleak of the tffb-28-82-zt lot unknown. MDR # 1820334-2022-01504 was opened to capture the type1b endoleak discovered in the left iliac limb. A review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control procedures, and specifications were conducted during the investigation. The complaint device was not returned for investigation; therefore, no physical examination could be conducted. However, medical imaging was provided by the customer for expert review. An infrarenal aaa was previously treated using a tffb-28-82 main body graft, an ipsilateral tfle (10 x 105 mm) leg on the right, and a contralateral tfle (18 x 39 mm) leg on the left. At 11 years postop, there is rupture of the aaa sac with a type 1a endoleak evident. The type 1a is due to the tffb graft being undersized for the proximal neck diameter. The graft diameter is 28 mm while the neck diameter is between 31 mm and 32 x 37 mm, resulting in lack of circumferential graft wall apposition. There is also a type 1b endoleak around the distal left tfle leg due to aneurysmal dilation of the left cia. The distal left tfle leg diameter is 18 mm while the cia diameter is 27 mm. This endoleak does not appear to extend into the aaa sac. Given the long postoperative timeframe, these findings are likely due to progression of disease. However, appropriate graft sizing at the time of repair cannot be confirmed without preop imaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev 5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 1 device description: 1.1 aortic main body and iliac leg components the modules are fully stented to provide stability and the expansile force necessary to open the lumen of the graft during deployment. Additionally, the cook-z stents provide the necessary attachment and seal of the graft to the vessel wall. The bare suprarenal stent at the proximal end of the graft contains barbs that are placed at 3 mm increments for additional fixation of the device. To facilitate fluoroscopic visualization of the stent graft, gold radiopaque markers are positioned as follows: one on the lateral aspect of the most distal stent on the contralateral limb of the bifurcated section of the main body and four in a circumferential orientation within 2 mm of the most superior aspect of the graft material. 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up : the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. The zenith flex aaa endovascular graft with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. Multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. Diameters: utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. The contrast-enhanced spiral CT scan must start 1 cm superior to the celiac axis and continue through the femoral heads at an axial thickness slice of 3 mm or less. Lengths: after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression 4.5 implant procedure: appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement, aneurysm rupture and death, endoleak, endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. 6.5 endoleak management: during the clinical study type I endoleaks were treated during the initial procedure by use of additional balloon sealing or if unsuccessful, additional prostheses. 7 patient selection and treatment. 7.1 individualization of treatment: the risks and benefits should be carefully considered for each patient before use of the zenith flex aaa endovascular graft. Additional considerations for patient selection include but are not limited to: patient's anatomical suitability for endovascular repair , non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta, iliac artery distal fixation site greater than 10 mm in length and 7.5 to 20 mm in diameter (measured outer wall to outer wall), freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft the final treatment decision is at the discretion of the physician and patient. 8 patient counseling information. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death 10.5 device sizing guidelines the choice of diameter should be determined from the outer wall to outer wall vessel diameter and not the lumen diameter. Undersizing or oversizing may result in incomplete sealing or compromised flow. 11 directions for use. Anatomical requirements: proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18 ¿ 32 mm. Pre-implant determinants. Verify from pre-implant planning that the correct device has been selected. Determinants include: 1. Femoral artery selection for introduction of the main body system (i.e., define respective contralateral and ipsilateral iliac arteries). 2. Angulation of aortic neck, aneurysm, and iliac arteries. 3. Quality of the aortic neck. 4. Diameters of infrarenal aortic neck and distal iliac arteries. 5. Distance from renal arteries to the aortic bifurcation. 6. Length from the aortic bifurcation to the internal iliac arteries/attachment site(s). 7. Aneurysm(s) extending into the iliac arteries may require special consideration in selecting a suitable graft/artery interface site. 8. Consider the degree of vascular calcification. Final angiogram 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires, and catheters. 12 imaging guidelines and postoperative follow-up. 12.1 general : the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule. Both during the first year and at early intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. 12.4 ultrasound: ultrasound imaging may be performed in place of contrast CT when patient factors preclude the use of image contrast media. Ultrasound may be paired with non-contrast CT. A complete aortic duplex is to be videotaped for maximum aneurysm diameter, endoleaks, stent patency and stenosis. Included on the videotape should be the following information as outlined below: transverse and longitudinal imaging should be obtained from the level of the proximal aorta demonstrating mesenteric and renal arteries to the iliac bifurcations to determine if endoleaks are present utilizing color flow and color power angiography (if accessible). Spectral analysis confirmation should be performed for any suspected endoleaks. Transverse and longitudinal imaging of the maximum aneurysm should be obtained. 12.6 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. Based on the information provided and the results of the investigation, cook could not determine a definitive cause for the failure mode, although a likely contributing factor was disease progression over time. Endoleak is a known inherent risk of the device per the IFU. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 10oct2022, it was reported that the area between the outer stent graft wall and the vessel wall was embolized to stop the type 1a endoleak.